Event description:
Medtronic received a report that the axium prime coil stretched when it was delivered in the microcatheter. There was friction/difficulty during delivery, and there was noted to be coil separation/break/premature detachment. The whole system was removed from the patient, and no medical/surgical intervention was required. The pushwire was not bent or broken. The physician did not reposition the coil, the delivery pusher was not rotated, and no detachment attempts had been made. A continuous flush had been administered. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). The patient was undergoing treatment for an unruptured, saccular aneurysm located in the right ophthalmic artery. The max diameter was 5.7mm, and the neck diameter was 3mm. The patient's blood flow was normal, and their vessel tortuosity was moderate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): an axium prime coil was returned for analysis within a shipping box; within a sealed biohazard pouch. The axium prime coil was returned without introducer sheath. The unknown catheter used during the event was not returned. Visual inspection/damage location details: no bends or kinks were found with the axium prime coil pushwire. The implant coil was found to be stretched and damaged. All other subassemblies appeared to be normal, and no other anomalies were observed. Testing/analysis (including sem reports): the axium prime coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed as the axium prime coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Possible contributing factors to ¿coil resistance/stuck in catheter¿ include the use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the axium implant coil prior to use, and lack of continuous flush during delivery. Based on the device analysis and the reported information, the customer¿s report of ¿coil stretch¿ was confirmed as the implant coil was found to be stretched; however, the cause of the damage/stretch could not be determined. Possible causes are coil is not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, user advances or retracts the coil against resistance. There were no reported issues pushing the axium implant coil from within the introducer sheath during preparation per IFU. It is possible the implant coil became damaged when retracting the implant coil following hydration or due to improper hubbing technique (over tightening of the rhv) subsequently causing the implant coil to become stuck. Based on the device analysis and reported information, the customer¿s report of ¿premature detachment¿ could not be confirmed as the axium prime coil w as found to be still attached. The model and lot numbers for the catheter used during the event were not provided; therefore, compa tibility could not be assessed. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.